Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that after deflation, the balloon was caught with the occluded previously implanted stent, resulting in difficulty removing and separation of the balloon; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an occluded, previously stented lesion in the superficial femoral artery. A 4.0 x 120 mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter was advanced with no reported resistance and the balloon was inflated once to an unknown pressure. There were no reported problems with deflation. Resistance of an unknown origin was met when attempting to remove the pta balloon catheter. The pta balloon catheter was removed as a single unit; however, outside of the anatomy, it was noted that the balloon had separated from the catheter and was found to be in multiple pieces. A buddy catheter was used to retrieve all the separated pieces of the balloon from the patient's anatomy and contrast was used to confirm the buddy catheter was successful. No further intervention was performed. There was no reported adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Correction: the date received by MFR was filed incorrectly on the initial medwatch report as 10/04/2018, but should have been 10/02/2018.

Event description:
Subsequent to the initial/ final filed report the following information was received: the balloon was inflated once to 8 atmospheres for 3 minutes. No additional information was provided.